Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of baclofen at approximately 625 mcg via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient has "something going wrong with the pump" as the patient was experiencing baclofen withdrawals. The patient was experiencing spasms, felt really sick, "something doesn't feel right", the patient felt a lot stiffer, and the patient was having spasms in their up legs and arms. The consumer had reached out to the patient's implanting healthcare provider (hcp) but the hcp had moved offices and was unsure if they could see the patient. The consumer was giving the patient oral baclofen but doesn't want the patient to go in full blown withdrawal because the pains are horrible and "it's dangerous" . The consumer stated that "rfc" was to arrange for a manufacturer representative to be present while the pump was checked. The consumer inquired if the manufacturer was "having trouble with the pump", stating that the patient had only had the pump for a year and a half and was experiencing this. The consumer noted that the "last two times" the pump was checked, the results showed there was nothing wrong with the pump and indicated that the pump was functioning with no alarms. No interventions were reported. The date of the event was r eportedly (B)(6) 2019. No further complications were reported.